Event description:
The customer reported the unit went vent inop and alarmed while in patient use. There was no patient harm reported. Vent inop, when in use, will stop providing ventilatory support to the patient. The event reported by the customer was not verified during testing by service technician. The service tech reported a diagnostic code in the history log indicating a vent inop had occurred during the time the customer reported the problem. The motor controller pcb was replaced per product support specialist recommendation.